Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently was placed under general anaesthesia and underwent skin revision (date not reported) during an abutment change.